Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07421. Related manufacturer reference number:3006705815-2023-07423. It was reported the patient lost weight, causing the ipg site discomfort. As a result, surgical intervention took place where the old one was replaced with a smaller ipg thereby resolving the issue.